Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the instrument was passing through trocar on a laparoscopic sleeve procedure, the seal was damaged. Instrument was sticking making it hard to pass through the port and the transition was not smooth. Instrument left in port to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned product noted the obturator, trocar, circular and envelope seals appeared intact. The protective sheaths on two of radially expandable sleeves were cut. The other radially expandable sleeve appeared intact. Pmv performed functional testing; the devices passed an air leak test. The devices were inserted into the radially expandable sheath and removed cleanly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the radially expandable sleeves may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.